Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of staying powered up, which was reproduced. Evaluation observed the motor to be seizing causing an excessive current draw resulting in the failure. The failed motor assembly will be replaced.